Event description:
A report was received that the patient had a pocket revision due to redness at the pocket site. The redness was due to a suture abscess. The patient was reportedly doing well following the procedure.